Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be rec'd, the investigation will be reopened.

Event description:
The patient was revised because the tibia was originally cut about 15 degrees in varus and the knee was left in valgus. The bearing was worn and joint laxity progressed.